Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid at an unknown dose/concentration as well as an esthetic agent during a trial for unknown indications. With the dilaudid, they had started ¿at 10¿ and went to ¿20.¿ however, the patient didn¿t know the dose or concentrations of the drugs. It was reported the patient had a pump trial on (B)(6) 2016. The next day, the catheter separated from the connector. The patient was not able to complete the trial as a result. The healthcare provider (hcp) reordered the trial and had to redo it. Due to not being able to complete the trial, the patient did not get sufficient pain relief further described as no pain relief or therapeutic effect because the pain medication was not there long enough. In terms of actions to be taken, the patient was to follow up with their hcp. No further information was reported. Additional information has been requested regarding the serial number of the catheter, what troubleshooting was performed related to the catheter separating from the connector, if the cause of the event had been determined, where the separation occurred, and if the issue had been resolved, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp). The catheter was not the manufacturer's catheter or trial device, but was a hospital generic. It was noted that the device wasn't connected right and was loose. The trial was redone on (B)(6) 2016. The catheter issue was considered to be resolved.